Manufacturer narrative:
Investigation summary: visual inspection revealed that the loading device was returned without the delivery tube. The seal and the tension spring assembly were inside the loading device, under the window. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal remained in the loading device" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal remained in the loading device. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.